Event description:
Falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument, or on the original instrument and the alternate instrument. The repeat results from both instruments were lower than the erroneous results and considered correct. The repeat results obtained on the alternate instrument were reported to the physician (s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 500 instrument. The quality control (qc) and calibration were acceptable on the day of the event. The customer stated that the water purification module (wpm) resistivity had been out of range since (B)(6) 2023 the customer replaced the q gard, emptied, refilled the tank twice, recalibrated co2, and reprocessed some co2 samples which repeated within the normal range. The cause of the issue is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00267 on 01-dec-2023. Additional information (18-dec-2023): siemens further evaluated the event and ruled out reagent issues as quality control (qc) recovered within acceptable ranges, and no issues were reported with other patient samples. Siemens further evaluated the event and concluded that the q gard potentially contributed to the falsely elevated carbon dioxide (co2) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.